Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a defective catheter and leaked. The following information was provided by the initial reporter: "for these 2 products, the presence of a tear on the pink or blue part of the catheter was noticed, which causes a flow of the injected product or even a flow of blood."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-12-07 potential lot numbers: medical device lot #: 1032428. Medical device expiration date: 2021-02-01. Device manufacture date: 2024-01-31. Medical device lot #: 1039605. Medical device expiration date: 2021-02-12 device manufacture date: 2024-02-01. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received ten unopened units from lot 1032428 and ten unopened units from lot 1039605. The samples were inspected and no damage was observed. The units were then tested for leakage and no leakage was observed. Since the returned units met and performed per the required manufacturing specifications, bd was unable to confirm the reported defect. As the specific lot number was unknown, a device history record review was performed for the potential batch numbers that were provided. No non-conformances were found to be associated with this issue during the production of the potential batches.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a defective catheter and leaked. The following information was provided by the initial reporter: "for these 2 products, the presence of a tear on the pink or blue part of the catheter was noticed, which causes a flow of the injected product or even a flow of blood."